Event description:
A customer contacted beckman coulter (bec) reporting a clear fluid leak on the coulter lh 750 hematology analyzer. The volume of leak was about 2 pints and was not contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found cut in the tubing through valve vl4b. The fse replaced the tubing which resolved the leak. The fse also found the aspirate needle bent that was replaced and verified proper alignment. Failure mode: cut in the tubing through vl4b and bent aspiration needle. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).